Event description:
The customer reported a failure to discharge. There was no pt involvement. This was found during testing.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge. There was no pt involvement. This was found during testing. The device was returned to philips for eval. The reported symptom was confirmed. The shock button and insert were replaced to resolve the problem. After passing all testing the device was returned to the customer for use. The shock button/failure to discharge issue was resolved with replacement of the shock button and insert.